Event description:
It was reported that during a da vinci surgical procedure, it was noted that upon insertion of the instrument into the cannula accessory, it was noted that the instrument needed more force than usual. The scrub nurse administered a gage-pin test and the pin got stuck within the cannula. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter of this complaint. The initial reporter confirmed the following: the cannula was inspected visually prior to use, and underwent the pin gage test during the procedure, to which it failed. The cannula did not make any contact with any other instrument during the surgical procedure, and the cannula did not exhibit any damage, bent or cracking during the surgical procedure. The initial reporter indicated that due to isk's policy of not refunding accessories which were sold more than 90 days ago, the cannula accessory will not be returned.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the cannula accessory is returned to isi. Based on the information provided, the complaint is being reported due to the following conclusion: the cannula accessory failed a pin gage test during the surgical procedure. The patient was not harmed or injured because of the reported issue.